Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: . No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the item and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: literature: madanipour s, howard lc, masri ba, greidanus nv, garbuz ds, neufeld me. Outcomes of liner exchange versus component revision for the treatment of stiffness following primary total knee arthroplasty. The journal of arthroplasty. 2025 apr 1;40(4):1014-20. Doi: 10.1016/j.arth.2024.10.014. G2: foreign country: canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that 1 patient underwent an initial knee surgery on an unknown date. Subsequently, the patient underwent a component revision due to stiffness and limited range of motion. Attempts have been made, and all available information has been provided.